Event description:
The permanent cautery hook was returned without an initial complaint. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The permanent cautery hook instrument was returned without an initial complaint from the customer. During failure analysis, engineering observed that the instrument was returned with a dislodged luer plate, cracked proximal clevis, and main insulation tube damage. Engineering observed that the luer plate was dislodged from the chassis and sticking out past the chassis back plane. A section of the chassis outer wall feature which holds the luer plate was broken off. Engineering concluded that the wall feature likely broke due to improper cleaning, allowing the luer plate to dislodge. Engineering also observed that the proximal clevis was cracked in the axial direction, halfway between the clevis ears. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. This the endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.